Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a choledochojejunostomy on (B)(6) 2024 and a barbed suture was used. During the procedure, the loop at the end of the suture failed to function when it was used for surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information: d9, h3,h4 h6 additional h3 investigation summary: the product was returned to ethicon for evaluation. One unused needle-suture outside its packaging was received for analysis. Product code sxpp1b420. The team performed a further analysis to determine if the complaint represent a defect/or a process deviation. According to the results: unidirectional device appears with attachment as expected and missing loop. When examining the photos closer the suture of the device appears to be damaged. Each finished-good lot is inspected for this type of defect and is independently. All visual inspections were verified (and met process requirements) and no atypical mechanical interventions as part of the manufacturing process were found to have been conducted during the manufacturing of this lot. Furthermore, incident batch tbbdrs was not involved in a nonconformance event. There is no indication that the open primary loop condition was caused by the manufacturing process, although this type of defect can occur as a result of incorrect handling. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.